Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during blood collection using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes had an abnormal/discolored additive. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. This product expired on 31 march 2021, therefore retained samples cannot be examined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during blood collection using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes had an abnormal/discolored additive. There was no health impact or consequences reported.